Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) visited the customer site. The fse checked the analyzer's sample nozzle for clogs. None was found. In addition, he checked the wash probes for leaks. No leak was observed. Afterwards, he ran two levels of biorad troponin controls in replicates of 10 obtaining results that were within concentration and precision specifications. Then the customer also ran quality controls with satisfactory results. Since the instrument was shown to be performing as intended, no further additional activities were required by field service. The most probable cause of the reported event was interference with a particular patient. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported patient sample results for the troponin assay that did not match the results from an outside laboratory with their aia-2000 analyzer. The customer reported discrepant (false positive) results. A field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.